Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported difficult to insert was not confirmed due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the initial difficulty to insert. The pod damage appears to be due to operation context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a narrow carotid artery. An emboshield nav 6 embolic protection system (eps) package was opened for use. The filtration element and delivery catheter (dc) were prepped using saline. When pulling the bare wire to close the filtration element, much resistance was met. When the filtration element was removed, it was noted that the bare wire and delivery catheter were completely separated from each other. The device was not used and there was no patient involvement. Another emboshield nav 6 was used to successfully complete the procedure. There were no damages noted on the chipboard box. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.